Event description:
It was reported that the pump alarmed with error code 30 during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to resume insulin therapy despite assistance from technical support. As a corrective action, technical support arranged for a replacement pump and provided instructions on returning the faulty pump. The customer opted to use multiple daily injections as backup insulin therapy.